Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recu2531 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that upon removal of the PICC, the catheter was noticed to have a fracture in the line.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split in catheter was confirmed and the cause appears to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and two total splits were observed in the catheter shaft: one near the 18cm depth marking, and one near the 19cm depth marking. Both catheter splits were typical of flexural fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of recu2531 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that upon removal of the PICC, the catheter was noticed to have a fracture in the line. Additional event information received: "power-PICC solo inserted in (B)(6) 2018, for treatment in the home IV program (opat). It was inserted in the cephalic vein. On (B)(6), 2019 it was observed that there was leaking (clear fluid) at the insertion site when the patient came in for an infusion. On (B)(6) the PICC team made an assessment, more leakage was noted and the PICC was removed and reinserted in opposite arm. The PICC team noted a visible crack at the 18cm mark on the PICC that was removed. The crack goes through at least 50% of the PICC. X-ray images are available."